Event description:
It was reported that 213 days after implantation of a 3.0x32mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention stenosis of 80% was reported. It was not reported that the lesion was predilated. A 3.0x32mm taxus stent was deployed at 13 atm in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The pt rec'd heparin and integrilin during the procedure. The pt presented 213 days after the initial procedure with 95% in-stent restenosis in the proximal lad. It was not reported that the lesion was predilated. A 3.0x16mm taxus stent was deployed at 20 atm in the region of the lesion. It was not reported that lesion was post-dilated. A post-intervention residual stenosis of 0% was reported. The pt rec'd heparin during the procedure.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant info become available; a supplemental medwatch report will be filed.